Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 700 mg/dl. The customer was also spilling ketones. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well. The nurse did not have the tubing clamp to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.